Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation..

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 370 mg/dl. Reportedly the cause was the pump. Bg was addressed via a correction bolus, supply change, customer set a 150 percent temporary basal rate, and changed insulin vial. The customer was instructed to consult with healthcare provider regarding bg level. Reportedly, the customer reverted to manual injections for insulin therapy.